Event description:
It was reported that during the procedure to treat kidney stones, the fiber did not emit any energy. It was noted that the fiber had been used one time prior to this procedure. The fiber was used with an auriga 30w console. It was not known when the last serviced, or the hertz/joules settings used. It was noted that the aiming beam was visible from the fiber. However, the fiber did not activate when the pedal was pressed on. The fiber was replaced, and the procedure was completed using the second fiber. There were no patient complications. Analysis of the returned fiber identified a fracture within the fiber connector.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis identified the fiber tip measured 5mm and appeared degraded. There was a distorted light coming from the sma connector, indicating that there was a fiber fracture within the connector. The fiber had been used two times. It is probable that the fiber fracture occurred during procedural handling of the fiber during setup, use, or reprocessing. The instructions for use (IFU) states that in the event of no output energy fiber connector may be hot to touch. Based on analysis results, a conclusion code of cause traced to component failure was assigned which indicates an expected or random component failure without any design or manufacturing issue.